Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. Despite our attempts, olympus was unable to obtain the cleaning sterilization and disinfection (cds) process performed at the user facility. During the device evaluation it was uncovered that the objective lens was dirty due to insufficient cleaning or handling of the scope. It was also observed that the insulation resistance value at the distal end did not meet the standard value due to a chip on the plastic distal end cover. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. Lastly, it was observed that the scope cover, distal end, and the scope connector case unit were deformed. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the colonovideoscope tested positive for unspecified microbial contamination. The scope was sampled twice. The issue was found at reprocessing during a routine culture of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the objective lens was dirty which is also a reportable event. This medical device report (MDR) is being submitted to capture the reported event from the customer as well as the reportable malfunction found during evaluation.